Event description:
Procedure: lobectomy. According to the reporter: after firing, a piece of the cartridge fell into the patient cavity. The piece was not retrieved. The surgeon assumed the piece was in the patient cavity.